Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer declined further troubleshooting with tandem technical support to resolve the issue. Customer¿s blood glucose level was approximately 250-400 mg/dl.